Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Device also had severely scratched display window, cracked reservoir tube lip and broken battery tube threads; however, the test battery cap did fit with battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is damaged at the battery compartment and the battery cap would not stay in. The customer noticed the damage 2 months back while changing the battery. Customer stated that the battery compartment is cracked and has a missing piece. Blood glucose value was 136 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.